Event description:
Customer reported the instrument ran out of substrate and instrument failed to warn the operator. As a result, 15 pt results were erroneously reported. Samples were retested and the previous results were amended. There was no harm to the instrument, operator or pt. There were no reports of adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer's site. Analysis of the instrument indicated that the cause was due to the malfunction of the substrate load cell. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.